Event description:
Pt reported that a few yrs ago, a nurse was cleaning the lancet device and experienced an accidental puncture (with a used lancet). Pt stated that the nurse requested that she (pt) undergo blood tests to screen for communicable diseases. All tests reportedly came back negative. Pt indicated that she did not know if the nurse had sought any treatment following the accidental stick. The suspect lancet was not returned to the MFR for evaluation.